Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's support was withdrawn 5 days after implant due to a potential stroke. The hospital suspected the pt outcome was likely from an old infarct.